Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted (B)(6) 2010, 5076-52 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after a routine device replacement procedure, the patient experienced phrenic nerve and diaphragmatic stimulation due to the left ventricular lead. The physician attempted to reposition the lead, however it was "scarred in" and would not move so the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted the lead was explanted.